Event description:
Seven samples with discrepant pth results from one patient. Repeat testing by different methodology unless noted. Sample 1, initial result, 10.40 pg/ml, repeated twice giving 11.11 pg/ml (same methodology) and 59.1 pg/ml. Sample 2, initial result 10.72 pg/ml, repeat 63.3 pg/ml. Sample 3, initial result 9.81 pg/ml, repeat 137.3 pg/ml. Sample 4, initial result 11.90 pg/ml, repeat 77.2 pg/ml. Sample 5, initial result 11.39 pg/ml, repeat 42.3 pg/ml. Sample 6, initial result 11.92 pg/ml, repeat 19.7 pg/ml. Sample 7, initial result 8.09 pg/ml, repeat 21.6 pg/ml. Initial results were reported, the patient was not adversely affected. If additional information is received, appropriate notification will be provided.